Manufacturer narrative:
The data in this report reflects data that was captured at the time the report was prepared and may reflect changes as new information is received or updates are made to the complaint database.

Event description:
During follow-up, it was observed that the left ventricular (lv) lead capture threshold was too high due to a suspected dislodgement. The device was reprogrammed to right ventricular (rv) only mode and no further intervention was performed. The patient was in stable condition.